Event description:
It was reported that the unit will not pass post, just power on, alarms and then a blank green screen. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt and the right plunger case was cracked. No error code was found in the ehl (event history log) related to the reported problem. The customer reported issue was duplicated during the investigation as the device exhibited a blank screen and constant alarm at power up. Root cause of the reported issue is from incomplete upload process by the customer. Uploaded software from base to head of the pump which cleared the problem, also performed power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.